Manufacturer narrative:
No button response due to flattened act button dome switch. The lcd connector was inspected and no unlocked connector noted. Device was received with cracked case at display window corner and minor scratched display window. (B)(4)

Event description:
The customer reported via phone call that the act button on the insulin pump has a delayed response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 107 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.